Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor had an incident with an arrow catheter for an arterial line. After passing the wire easily, to advance the cannula, the hub split and advanced over the narrower cannula portion. There was no patient injury , consequence or complication. Therapy was not delayed or interrupted.

Event description:
The customer reports: the doctor had an incident with an arrow catheter for an arterial line. After passing the wire easily, to advance the cannula, the hub split and advanced over the narrower cannula portion. There was no patient injury , consequence or complication. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. Biological material was observed on and within the catheter, indicating it had been used. The distal end of the hub was not molded fully around the catheter body. A tear was also found, likely caused by a seam identified on the molded portion creating a stress riser. Based on the smoothness of the surfaces in question the probable cause of this issue is manufacturing related. The overall length of the catheter was measured and was found to be within specification. A device history record review was performed and no relevant findings were identified. The customer reported issue that the arterial catheter hub split was confirmed during the sample investigation. Visual inspection was performed and the molded area was found to not fully wrap around the catheter body. The splitting occurred along a seam of the molded area. The split surfaces were found to be rounded and smooth, indicating that they had not been joined together. Based on the information and sample provided the probable cause of this issue is manufacturing related. A non-conformance request has been initiated to further investigate this issue.